Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device thrombus occurred. On (B)(6) 2017, a transesophageal echocardiogram (tee) was performed. No thombi was observed either intracardiac or in the left atrium. A left atrial appendage (laa) closure procedure was planned post chronic subdural hematoma under existing oral anticoagulation in the case of permanent atrial fibrillation. On (B)(6) 2017 the laa closure procedure was performed. A 27mm watchman laa closure device was successfully implanted. The dual platelet aggregation inhibition with aspirin (asa) and clopidogrel was to be continued for at least 3 months, then asa continued life-long. On (B)(6) 2017, follow-up tee revealed thrombotic build up on the watchman laa closure device, as well as a moderate mitral valve insufficiency. The patient was admitted to the hospital. The patient was recommended apixaban 2 x 5 as well as blood level monitoring. An anticoagulation with apixaban was started that day. The patient was discharged on (B)(6) 2017 in stable condition.